Event description:
Customer reported that a continuous glucose monitor (cgm) had grayed out, with no data displayed for the day. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, which involved resetting the pump, and successfully started a new sensor session without further errors.